Event description:
It was reported that the patient experienced low blood glucose event while sleeping on (B)(6) 2026. The blood glucose was low and was treated by eating carbohydrates.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 8021545. Manufacturing site: 3003442380. E1: (B)(6).